Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) been completed. The reported problem ("add gel/replace belt" and adjust belt messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting ECG c and d were pulled from the strain relief, damaging wires in the cable and causing the reported "add gel/replace belt" and adjust belt messages. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a "add gel/replace belt" and adjust belt messages.